Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation - single) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to open or close (gripper actuation - single) appears to be related to procedural interactions (i.e., unintended curvature applied on the system). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a single gripper actuation issue. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. The clip was advanced and upon gripper actuation, one of the grippers would not lower. Subsequently, the clip was removed and exchanged. The procedure was then concluded with one clip implanted and an mr reduction to grade 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.